Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the v60 device indicating that the lower right-hand corner of the touchscreen is nonresponsive. The customer tried to calibrate the touchscreen, but it did not solve the issue. The device was not in patient use at the time the event occurred. There was no report of patient or user harm.a remote service engineer recommended replacing the touchscreen. The customer will order the touchscreen and repair the device.